Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) stated after therapy a couple weeks ago at the end of therapy he felt overfilled and per the advice from the registered nurse (rn) did a manual drain of 4500ml. The hp stated no alarms. The tsr explained about the minimum drain percentages and suggested the last manual drain option. The tsr advised the hp to follow up with the rn about the last manual drain option with target uf. The tsr offered several times to swap but the hp declined. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010, product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of overfull, discomfort, and dizzy. The pdn stated they checked the programming on the hp's hc and everything was programmed correctly for the hp's therapy. The pdn did not request swap of device. The pdn stated the hp has not reported any symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4).the device is not available at this time. Should additional information become available, a follow up MDR will be submitted.